Event description:
It was reported by the customer that a pyxis medstation es system had a tower door 4 was not opening and only clicks multiple times when the users attempt to recover. The user mentioned that there was a delay happened during dispensing a medication. User had attempted multiple recovery attempts as well as reboots and all had been unsuccessful. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the micro switches in the latch assembly. A field service engineer replaced the micro switches in the latch assembly in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.